Manufacturer narrative:
Hemagglutination tube testing was performed with fy(a+b+), fy(a+b-), and fy(a+b+w) cells from retention panocell-16, lot 23998, using ip sample anti-fyb, lot fyb68h-1. Reagent red cells were washed x1 and resuspended in pbs. No unexpected negative reactivity was observed. All fy(b+) cells exhibited 1+ to 2+s reactivity and all fy(b-) cells were nonreactive. The customer did not return product or sample for investigation testing.

Event description:
Customer reported unexpected negative reactions with cell #1, heterozygous fyb cell, of panocell-16 when testing with anti-fyb antisera to perform qc. Testing with 2 other heterozygous fyb cells on the same panel, cell #10 and cell #11, using the same anti-fyb antisera, also resulted in negative reactions. Testing with fyb positive donor cells and heterozygous fyb cells on an ortho panel using the same antisera resulted in postivie reactions (2+). No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.